Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the pacing lead was unsuccessful because the lead exhibited high thresholds and undersensing. It was noted that the lead had dislodged when the patient coughed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.